Event description:
Carefusion biomedical engineer replaced a gas delivery engine due to an alleged gde failure. The avea was not on a pt and not pt involvement.

Manufacturer narrative:
(B)(4). The gas delivery engine was replaced by a carefusion biomedical engineer and the replaced component will be returned via a returned authorization number to cfn failure analysis for eval.